Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 1378.7 mcg/day), bacofen (512.0 mcg/ml at 352.96 mcg/day), bupivacaine (20.0 mg/ml at 13.787 mg/day) and hydromorphone (5.0 mg/ml at 3.4468 mg/day) via an implantable infusion pump. It was reported that the patient's pump was going to be replaced due to normal and expected elective replacement indicator (eri) of 7 months. During the replacement, the hcp was unable to disconnect the catheter from the pump. The catheter had to be cut and a new connector was applied. The issue was considered resolved. The patient's weight was reported. The patient's status at the time of the report was alive - no injury. Additional information received from a healthcare provider via a clinical study reported that during surgical replacement of pump, the sutureless connector was unable to be removed from the pump, even with a large kelly clamp. It was noted that connection hub would not come off and became deformed from multiple attempts to remove it. The catheter was ultimately cut and the pump removed with the catheter connection piece still attached to it. Csf was seen dripping from the catheter which indicated patency. A new sutureless connector was used to attach the revised catheter to the new pump. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The issue was resolved without sequelae on 2019-may-20.